Event description:
It was reported that a dental professional sustained damage to the nasal mucosa after using prophy-jet powder several times a day (the duration of use is not known). The user reported wearing safety goggles, a mask, and a visor during use of the product. A physician was consulted and a hemogram was performed; results were reportedly not favorable. After use of the product was discontinued, hemogram results improved.

Manufacturer narrative:
While it cannot be definitively stated whether the prophy-jet powder caused or contributed to the patient's symptoms and though it is unk whether any intervention was required to treat the symptoms in this case, this event would be considered one which could possibly result in a serious injury if it recurred. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Three bottles were returned, evaluated for color and appearance, odor, and particle size distribution, and found to be in specification.